Event description:
A patient was revised to address two migrated everest set screws at s1. During the revision, the surgeon identified two additional migrated everest set screws at l3. This report captures the first of two migrated everest set screws at l3.

Manufacturer narrative:
Coding has been updated to reflect investigation conclusion.

Event description:
A patient was revised to address two migrated everest set screws at s1. During the revision, the surgeon identified two additional migrated everest set screws at l3. This report captures the first of two migrated everest set screws at l3.